Event description:
Customer reported receiving inaccurate high readings. In blood glucose tests, customer received readings of 25, 88, and 222 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the `c' zone showing the difference in values to be clinically significant. The customer also reported receiving a normal range reading while experiencing hypoglycemic symptoms (shaking). Emergency medical technician were called and while waiting, the customer ingested a 12 oz. Sugar cola drink. Customer was transported to a hospital where they were observed with readings taken every two hours and fed a meal to raise blood glucose levels. No further medical treatment was described at the hospital. Customer was released the same day.